Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 21. On (B)(6) 2020, non-osseointegration was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: bleeding and fistula. No further patient complications were reported.

Event description:
The clinician reports the implant was inserted on (B)(6) 2020 in ada 21. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: bleeding and fistula. No further patient complications were reported.